Event description:
The advocate stated her son ran a blood test on the contour next link meter and received a reading of 149mg/dl. It was marked as a control test., which will not be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged.the test strips are expected to be returned for evaluationnew strips and meter were sent to the customer.